Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. The product meets the applicable acceptance criteria as no problem was found with the device. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the unit tears the graft. The event occurred during surgery. There was no harm or delay and the surgical procedure was followed. Another device was used to complete the surgery. No adverse event was reported as a result of this malfunction.